Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Knee revision, changed of tibia implant, due to implant failure. (B)(6) 2016 - upon return of the device, it was noted that the implant had fractured.

Manufacturer narrative:
Knee revision, changed of tibia implant, due to implant failure. Limited information at the moment, hopefully we can get some more regarding the art no and dates. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Addendum added (B)(6) 2016. Following receipt of the product, the complaint was re-opened. Following further investigation by applied research and bioengineering, it was concluded that: "from the information reviewed, it was unlikely that a manufacturing defect was present. No device defect was reported. No corrective action is required and no further investigation is recommended. Post market surveillance per sep 419." Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.